Event description:
It was reported that a patient was pushed, a ¿couple of days¿ prior to the date of report, onto his back and was bleeding. The patient reported that he hit his head and ¿fell on stimulator.¿ the patient reported feeling ¿nauseous, sweating, and trouble walking.¿ it was noted that the stimulation was on and it needed ¿to be on 24/7.¿ the patient noted that his stimulator had moved. The patient was redirected to his hcp. The patient¿s outcome was unknown at the date of report.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).